Manufacturer narrative:
(B)(4). This report was filed by the manufacturer. Unable to confirm the customer's report of leaking. The customer stated the product had been discarded. Root cause of the leak could not be determined.

Event description:
The customer reported after the infusion was started a fluid leak occurred at the texium y-port connection site. There was no report of patient harm or medical intervention. Although requested, no further patient or event details were provided.